Event description:
The hosp reported that a pt was being transferred by helicopter when the connection to the c1000t liquid oxygen system outlet became frozen causing the manual resuscitator to break off. The pt's oxygen saturation decreased to 82% but increased to 99% upon landing and connecting to another oxygen source. The hosp evaluated the unit and stated the outlet fitting would become cold on flows above 6 lpm. This malfunction was due to a warming coil which was incorrectly replaced in the unit by the hosp. The hosp repaired the unit with the correct component and returned it for pt use after this event. Reference co complaint file #cgmp19971967.